Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate antitachycardia pacing as well as multiple inappropriate shocks for supraventricular tachycardia. No changes were made and the ICD remains in service. No adverse patient effects were reported.